Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The customer-reported 2240 alarm indicates a potential malfunction of the disposable cassette. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during dwell three of five of peritoneal dialysis therapy. The technical service representative assisted the patient in clearing the alarm and advised the patient to finish therapy with manual supplies or restart with new supplies. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was patient involvement, however, there was no patient injury or medical intervention reported. No additional information is available.